Event description:
The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4)-the partial lead was returned in segments, analyzed, and tested out of specification. The distal conductor was fractured. The distal conductor was distorted. The outer insulation had a white substance and cosmetic depression. (B)(4)-the partial lead was returned in segments, analyzed, and tested out of specification. The distal conductor was fractured. The distal conductor was distorted. The outer insulation had a breached cut, a white substance and cosmetic depression.